Event description:
The pt underwent implantation of a neurostimulation system for pain/failed back surgery syndrome. The pt's attorney contact the MFR alleging the hcp "will be repairing said system within the next two weeks. You may already be aware that apparently leaking is taking place in at least one of the lines and potentially of the stimulator as well".